Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The difficult to insert could not be confirmed as it is related to procedural circumstances with the non returned wire. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: "perform a femoral angiogram to verify the location of the puncture site" and ¿prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall¿. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment is related to the circumstances of the procedure. In this case, the gw became damaged during its insertion. The damage then made the smc device difficult to insert. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a cryoablation procedure. Femoral imaging was not performed. Reportedly, as the incision was too small and the dilator was not fully inserted, the prostyle device could not be inserted. A new guidewire was placed, however, the guidewire became extremely kinked. Another new guidewire was placed which worked successfully with a new prostyle device. The suture of the new prostyle device was successfully pre-placed. The sheath was upsized to a 14f and the cryoablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.